Event description:
Per the clinic, in 2009 the patient had purulent discharge at the incision site and was given systemic antibiotics (type not reported). The following month, the patient underwent exploration surgery and the implant was repositioned. Two weeks later, another exploration surgery was performed and three months later, the patient was explanted.reimplantation is planned but had not taken place at the time of this report august 5, 2009.